Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient inputed to many carbs and used insulin to get blood sugar down from a high and resulted in low blood glucose which was treated with chockolate and drink no further information available.